Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device is broken/ damaged, logic board 133.6080. There was no patient involvement.

Manufacturer narrative:
The reported issue of the "broken/damaged, logic board 133.6080" could not be confirmed; no product or device logs were returned for investigation. The root cause for the reported issue of the "broken/damaged, logic board 133.6080" could not be determined; no product or device logs were returned. A review of the device history record showed the device had a manufacture date of 10/04/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device is broken/damaged, logic board 133.6080. There was no patient involvement.